Manufacturer narrative:
Discrepant negative dat reactions for one patient sample. The root cause could not be determined, although it could not be excluded to be system related, servicing of the analyser resolved the issue for the customer. No general product failure was identified. No biased results were reported to the physician. The patient was not harmed.

Event description:
A customer complained after obtaining what was described as discordant negative direct antiglobulin test (dat) reactions for one patient using ortho biovue system in conjunction with their ortho vision biovue analyser during a comparative study. Complainant / complaint reporter: mr. (B)(4) ¿ laboratory manager reported on: 16 may 2019 by mr. (B)(4) who reported it to the ortho care helpdesk. Event date: not provided . Software version: 2.01 ((B)(4)). Reagents: ortho biovue system dat cassette lot number and expiry date not provided. Patient information: no information provided. The customer said that, they tested a patient sample for dat using ortho biovue system dat cassette in conjunction with their ortho vision biovue analyser ((B)(4)) and that they had obtained a negative reaction with the biovue anti-c3b,-c3d reagent and a weak positive reaction (with 1+ reaction strength) with the biovue anti-igg reagent. The customer said that they repeated the testing using the same analyser, reagents and patient sample and obtained the same reactions. As this was a comparative study, the customer performed the same testing with the same cassette lot and same sample in conjunction with their other two analysers and they had obtained a weak positive reaction (with 0.5+ reaction strength) with the biovue anti-c3b,-c3d reagent and a positive reaction (with 2+ reaction strength) with the biovue anti-igg reagent. No further information was provided. The complaint reporter reported that no biased results had been reported to the physician and that the patient had not been harmed as a result of the reported events.